Manufacturer narrative:
Product event summary #pli 10: evaluation determined that investigation is needed because it was reported that the trial patient was experiencing a loss of stimulation and stimulation in the wrong location as they could feel some tingle on their left waistline but not their feet. They were also experiencing a jolting/zapping sensation down their feet. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of shocking from the device. Pli 20: evaluation determined that investigation is needed because it was reported that the patient was supposed to have the device for their back but they "couldn't get the wires to go there," so they have it for their feet. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of being unable to get the leads to the patient's back remains unknown. Follow up has been conducted to obtain additional details regarding this event. Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a patient. It was reported that they started their trial system on the day prior to the date of this report and that it wasn¿t doing what it was supposed to do. The patient stated that the external neurostimulator (ens) was supposed to be for the back, but they couldn¿t get the wires to go there so it was just for the feet. After surgery, the patient reported that they could feel a jolt going down to their feet, but now it wasn¿t doing anything. The patient worked with their programmer and was able to sync it with the ens. The patient stated that they had been at 1.70v initially and when they coughed, they got a zap as it was sending stimulation to their feet. When the patient synced the ens with the programmer, they were at 1.30v and increasing program 1 to 1.50v stimulated their back. They tried to increase on program 2 but wasn¿t able to feel anything at all. After increasing, they felt some tingle on their left side waistline but not their feet. The patient was redirected to their healthcare provider (hcp) to report the change in stimulation. No further complications were reported or anticipated. Indication for use is unknown. Additional information was received from a consumer. It was reported that the that trial patient's doctor implanted the trial lead and then never showed up. The patient tried to contact the healthcare provider (hcp) but was unsuccessful. The patient stated that they did not know the cause of the shocking. The patient stated that their lead got bent 90 degrees during the trial implant and could not reach the actual spot that the hcp wanted to, the trial was finished and when the lead was removed it was still bent. During the trial the patient's left leg experienced shocking and the leg stopped having reaction, all the stimulation was felt in the hip area and nothing in the leg. After the removal of the lead the patient was on medications and can't recall any solid details from that time. The patient didn't know the serial number and stated that the doctor had a long last name that they can't recall. No further clarifications was given. No further complications were reported or anticipated.